Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 22 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this right atrial lead exhibited oversensing, high pacing threshold measurements of 3.5v at .4 ms and high out of range pacing impedance measurements greater than 2,000 ohms. Fluoroscopic imaging revealed a lead fracture. An invasive procedure was performed. No additional adverse patient effects were reported. The lead was successfully explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.